Event description:
It was reported that a smiths medical pump has board issues. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the right plunger case and the bottom case by the l bracket was cracked. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed, corrected data: d1, h6-evaluation code result.

Event description:
Additional information received via email from customer: the pump was not in use with a patient.